Event description:
User facility mandatory medwatch received that stated, "new tubing hooked to bag of vasopressin. After approximately 2 minutes, noted blood backing up in tubing connected to right portacath site. Fluid was leaking on floor near blue flush port. Blood pressure decreased. Had to increase dose of other blood pressure med hanging to bring blood pressure back up. Upon further query the following information was provided that indicated a delay in critical therapy following a leak. The option-lok male adapter of a primary plumset was connected to the female adapter of the extension set. The tubing sets were being used to deliver vasopressin 100 units/250ml, at a rate of 0.4units/hr, via a plum pump. The option-lok male adapter of the extension set was connected to the patient's IV access site. A second primary plumset was being used to deliver levophed 16mg/234ml, at an unspecified rate, via a plum pump. At 2040, it was reported that the nurse replaced the vasopressin solution container and the tubing sets as part of a routine tubing set and solution change. It was reported that approximately two minutes after the therapy was resumed, the nurse noted bleed back into the tubing of the extension set and that an unspecified volume of solution and blood had leaked from the leg of the distal clave y-site of the extension set onto the floor. It was reported that the nurse noted the patient's systolic blood pressure (sbp) had decreased to "50's mmhg". The customer contact indicated that the nurse increased the delivery rate of the levophed to 1.0 mcg/kg/min for a duration of 15 minutes. It was reported that the extension tubing set was replaced and the vasopressin therapy was resumed. The customer contact reported that after 15 minutes, the patient's blood pressure increased to 120/80's mmhg and the levophed delivery rate was decreased to 0.35 mcg/kg/min. At 2112, the patient was "stable." Though requested, no additional information was provided.

Manufacturer narrative:
Attachment: user facility mandatory medwatch was received on (B)(4) 2012. The report number is 280003-2012-0009. The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel. Additional information from (B)(4).